Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The filter was returned and images were provided. All 6 filter legs and 6 arms were present and intact. What appeared to be dried tissue was holding all 6 legs together by their feet. The review of images identified that the filter appeared to be leaning slightly to the right in the ivc, and one filter leg was crossed with another filter leg at the distal ends. It could not be determined if the images were taken at the time of the filter placement or at the time of the scheduled filter retrieval. Based upon the sample eval and the image review, the complaint investigation is confirmed for failure of the filter legs to fully expand. Based upon the available info, the definitive root cause is unk. It is unk if procedural factors contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative advised that (B)(6) has a privacy laws that prohibits the transfer of patient data, therefore, the patient details are unobtainable. The product lot# was requested and was unobtainable.

Event description:
It was reported that during a scheduled vena cava filter retrieval, the filter was removed without incident. Upon removal, fibrotic tissue was discovered around some filter legs. X-ray images demonstrated crossed filter legs while the filter was implanted in the ivc. There was no reported pt injury.